Event description:
Additional information received indicates the ipg was explanted and replaced on (B)(6) 2024.

Manufacturer narrative:
Correction: b5 and d6b.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
It was reported to abbott, a rep confirmed a patient's ipg battery voltage was low. The patient didn¿t experience a loss of therapy. The patient preferred a rechargeable ipg for extended life span. Surgery took place where the ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg was explanted and replaced on (B)(6) 2024. Therapy was restored post-op.